Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a touchscreen failure. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 07may19. Date rec¿d by MFR: 06may19. The fse (field service engineer) performed troubleshooting and confirmed the reported issue. The customer declined service/repair of the device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.